Manufacturer narrative:
The device has not been returned to the MFR. Resmed has requested the device be returned so an engineering investigation can be performed. The rptr stated they spoke with the pt on the day of the occurrence and did not notice any shortness of breath or other physical issues.

Event description:
It was reported to the MFR that a pt using a resmed device heard a high pitched noise then smelled burnt plastic coming from their vpap unit. The pt then reported having a headache and shortness of breath which led them to seek medical attention. The pt went to the emergency room and had chest x-rays and blood work tests performed. It was stated they had their oxygen level measure in the low 80's.